Manufacturer narrative:
The customer's meter was received for investigation. The meter could not be powered on. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Medwatch field occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The results field of the display had segments that were missing. It is possible a result could be misinterpreted. The reporter stated that a result of 1.6 inr was measured on the meter, but the meter had to be held at an angle in order to see the 1.6 inr value.